Event description:
Doctor states needles failing, coaxial achieve 20/15, does not fire and does not cut after it has been fired when cocked. Can cock it once then when cocking the second time it will not lock. 1 in 3 pts it affected not on a consistent basis; can use another from the same box and it will be fine. No pt injury.